Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had leakage between the inner and outer tube. This event occurred 4 times. The following information was provided by the initial reporter: ¿after blood collection during a mixing, the nurse found that blood goes inside space of two tube."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a tnt leak with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had leakage between the inner and outer tube. This event occurred 4 times. The following information was provided by the initial reporter: ¿after blood collection during a mixing, the nurse found that blood goes inside space of two tube."